Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt. They charged the device to 360 joules, but when they picked up the paddle set, the joule charge decreased, and the clinicians were unable to discharge the device. The clincians obtained another device to successfully defibrillate the pt. The complainant indicated that the pt subsequently expired, but the pt outcome was not as a result of the reported malfunction.